Event description:
An optometrist reported that a patient experienced blurry vision in the left eye approximately three weeks following bilateral lasik surgery. In a follow up, a technician reported that the event continues and they will continue to monitor the patient. No further information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).